Manufacturer narrative:
A sample is being returned. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).

Event description:
A surgeon reported that during surgery, trocars came out from the incision several times. As a result, the surgery was extended, the impermeability was lost and the integrity of the incision was also lost. The trocars had to be replaced and inserted into the conjunctiva. This event occurred 3 or 4 times at each new surgery. Additional information has been requested, but not received to date. This is one of two medical device reports being filed for this events. This report is for one of the patients.